Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has experienced an increase in seizures. The physician increased the patient's parameters in order for the patient to receive a better response from the vns therapy. The physician noted that if the increase in parameters do not work for the patient's seizures, they'd referred the patient for a prophylactic replacement, as the patient may benefit from a generator that has tachycardia detection. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant card was received reporting a generator replacement. The reason for replacement was noted to be due to high impedance. The reported high impedance is documented in MFR. Report # 1644487-2023-01726.